Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that blood glucose reading was 400, but sensor glucose was reading below 60. Customer's blood glucose reading was 113 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Findings:reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specification due to high readings.